Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: unknown biomet screw, lot: unknown. D10: therapy date: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that crowns at tooth site 15 and 16 were strongly loose. Both screws were damaged. Goldtite screw at tooth site 15 fractured. Screws were removed on (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation and a functional test was performed, signs of use was identified and was fractured at the threads. Threaded piece of the screw was not returned. The screw's drive feature was also observed damaged. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : loosening, dental : functional : fracture : screw and dental : functional : damaged drive feature. The customer did submit images for the reported event. The images were of implants with crowns attached. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw was fractured and had a damaged drive feature. The reported loosening event was non-verifiable with all available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.